Event description:
The pt was having an asd (atrial septal defect) closed with a 30mm helex septal occluder. After the implant, a small 2mm shunt was still seen, but the physician decided that a 35mm device would be too large for this small pt's anatomy and that the shunt would close with time. The next day on tte (transthoracic echocardiography), the physician noticed the device was perpendicular to the septum. The right atrial disc appeared to be hanging over the tricuspid valve. The physician decided that the remaining defect because of its location, (sinus venosus) could not be closed with a device, so the pt had the defect surgically repaired and the device explanted.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.